Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels, and had symptoms of vomiting. During the event the patient's blood glucose reading was 350 mg/dl, and the patient was diagnosed with "diabetic acidosis." At the hospital the patient was treated with humalog , novorapid, augumentin 0.9 % nacl, pwe, metoclo klint, helicid, estazonal, and torecan. The patient was hospitalized from (B)(6) 2016. The infusion device was requested to be returned for product evaluation.